Event description:
Pt admitted for skin grafting. Heat lamp ordered to donor site & used as ordered. Blisters appeared surrounding donor site. Lamp heads placed 25"-35" from pt. Pt sustained 3rd degree burn into & above skin graft donor site.